Manufacturer narrative:
Csi device ruled out: updated information 10/15/2021 indicates the physician was able to rule out csi as contributory to the event given the wire placement and placement of the injury. Csi ID: (B)(4).

Manufacturer narrative:
The diamondback 360® coronary orbital atherectomy system instructions for use manual states perforation is a potential adverse event that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. In the opinion of the physician, one of the users may have perforated the septal lad during wiring or exchange. In the opinion of the physician, it is possible the user then used atherectomy in the lad, thereby exacerbating the issue. No firm conclusions were drawn, and the csi product could not be ruled out as contributory. Csi ID: (B)(4).

Event description:
A viperwire guidewire and coronary orbital atherectomy device (oad) were used in the left anterior descending artery (lad). The lad had been wired first with a workhorse wire, and the workhorse wire was later exchanged for the viperwire. During the same procedure, intravascular lithotripsy was used in the left main (lm) artery. A dissection was observed in the lm five hours post-procedure, and pericardiocentesis was performed. A perforation was identified in the lad during treatment for the lm dissection. The perforation was resolved with a covered stent.